Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the device size implanted (how many beads)? 12 (clasp). Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Were there any intra-operative complications during implant? Unknown. Was there any hiatal or crural repair done at the same time as the implant? No crural repair/stitches identified during explant. What was the reason for removal of the linx device? Spasms. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that the doctor implanted the linx device in the patient five years ago. The patient reported persistent dysphagia and the patient had an explant on (B)(6) 2018, where the entire device was removed from the patient. No observations or interventions were noted. It isn't known if the patient symptoms have persisted.